Event description:
It was reported when using the bd cathena¿ safety IV catheter with bd multiguard¿ technology, the device experienced the end cap missing. The following information was provided by the initial reporter. The customer stated: this is a report about a missing needle cover of cathena. According to the customer's verbatim report, it was found before use that there was no needle cover, which should be placed at the end/bottom of the product.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Two photos and one sample were received by our quality team for evaluation. From the photos, the team observed that the flow control plug was missing. The sample was observed with the flow control plug missing, while the needle cover was intact. A device history record could not be evaluated as the lot number is unknown. The manufacturing process was reviewed. The flow control plug loading onto the sub-assembly part is the last step of the assembly process, before the assembled needle flows to the primary packaging line. There is an inline 100% vision system at the primary packaging line to detect missing flow control plugs before the sealing station. The complaint sample was used to the challenge the vision inspection system, and it could be successfully detected and auto-rejected by the vision system. Therefore, it is unlikely that the assembled needle without a flow control plug could flow to the next step and be packaged. After the unit pack is sealed, the flow control plug cannot fall out of the sealed package. As the sample was returned without packaging, an actual root cause cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
After further review it has been deemed that MFR#: 8041187-2022-00043 is not reportable. The missing component, per the photos provided, was not a shield, but a portion of the hub-component. Missing components in packaging may lead to customer inconvenience as a new IV catheter would be needed but would not lead to harm / serious injury. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction.

Event description:
It was reported when using the bd cathena¿ safety IV catheter with bd multiguard¿ technology, the device experienced the end cap missing. The following information was provided by the initial reporter. The customer stated: this is a report about a missing needle cover of cathena. According to the customer's verbatim report, it was found before use that there was no needle cover, which should be placed at the end/bottom of the product.